Event description:
A volume discrepancy was reported for the pt's pump. The estimated reservoir volume was 2.1 ml while the actual reservoir volume was 18 ml. There were no prompts of a motor stall or alarms when the pump was interrogated; the logs appeared normal. The pt was experiencing tightness. In 2008, it was reported that an x-ray had been taken and there were no problems found. The pt was programmed to receive a therapeutic bolus and was reported to have a slight improvement, or noticeable effect. On two days later, it was reported that the pt was "more stiff." The concentration and daily does of baclofen being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.